Event description:
It was reported that the pump ran continuously during a shoulder procedure. The pt suffered inner compartment syndrome and the procedure was aborted. The compartment syndrome resolved naturally, however, the pt was re-intervened 4 weeks later to complete the initial repair. It was also reported that the pt had recovered well. No further pt info is available and no additional adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.